Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review could not be performed as the lot number is unknown. Both visual inspection and functional testing verified the reported issue of a leak at the side of the cassette. The sample did not meet specifications. The cause of the cracked cassette was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a leakage of solution from the cassette while using the homechoice device, during priming. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.